Event description:
Healthcare professional reports inconsistent results with the protime microcoagulation system. Protime generated 1.3 inr. Repeat test performed on the same instrument generated 2.2 inr. Repeat test performed on a second protime instrument generated result of 2.2 inr, which was used for pt treatment. Treatment range is 2.0-3.0 inr. No adverse event(s) reported. This event occurred outside of the united states during the course of a pharmaceutical clinical study. Unable to confirm if pt was on warfarin or taking the study drug.

Manufacturer narrative:
(B)(4). Cuvette lot# unk. Method code: no ncmrs identified for this instrument. Itc has requested all data required for form 3500a.